Event description:
It was reported that the insulin pump was cracked on the corner of where the b button was, running to the center of the device. The customer did not know how the crack occurred, although she noted that the device had been dropped, making the crack worse. The most recent blood glucose reading was 123 mg/dl. The caller was advised that the device be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with a bleeding and cracked glass on the liquid crystal display board. The unit was also received with a cracked case at the display window corners and cracked belt clip slot.